Event description:
Initial surgery in 1997; posterior fusion for spondylolisthesis. Pt reported sudden pain after playing basketball. X-ray confirmed that one spinal rod had fractured. Pt appears to fused, however revision surgery scheduled for 1999 for re-instrumentation. The event type ia occurring below the frequency and severity that are usual for this device system.